Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm tenaculum forceps wire was sticking out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 05/20/2024 and obtained the following additional information: the instrument was inspected prior to use. The instrument did not collide with any other instrument or tool during the procedure. A fragment did not fall inside of the patient¿s anatomy. Photographic images of the device(s) or a video recording of the procedure are not available for isi review. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.